Manufacturer narrative:
Date of event: unknown. Expiration date: unknown. Serial number: unknown. If implanted, give date: unknown. If explanted, give date: not applicable, lens remains implanted. (B)(6). (B)(4). To date, the intraocular lens remains implanted. Device manufacture date: unknown. Placeholder.

Event description:
It was reported that a doctor noticed that the tip of a pscst30 cartridge, lot number cm02156 was deformed prior to surgery, however, the doctor used the cartidge. It was stated that as a result, cornea had load during implanting of the intraocular lens (iol) in the left eye. First haptic was stuck to the part of deformed tip. It was further stated that the haptic bent and slightly stood in the patient's eye. In addition, it was stated that there was a negative consequence for cornea endothelium. The day after surgery, the cornea had opacity. At that time, eyesight was 0.01. As of (B)(6) 2014, the eyesight had recovered to 0.8 and the quantity of corneal endothelial cells was unknown. Patient outcome was uncorrected visual acuity (ucva) 20/25, and a best corrected visual acuity (bcva) 20/16, and -5d (diopter) astigmatism. The number of corneal endothelial cells pre-operatively was 2600 and 1200 post operatively. No further information was provided. An emdr has been filed for the cartridge.